Event description:
Additional information received, from the healthcare provider via a clinical study. Indicated, that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving drug, unknown via an implantable pump for unknown indications for use. It was reported that the pump site had tenderness and slight swelling posterior to site. Additional information received from the healthcare provider via a clinical study inidcated that steri-strips were applied. Additional informatioin received from the healthcare provider via a clinical study indicated that the patient had a eschar at posterior site. Aquacel was applied. Additional information received from the healthcare provider via a clinical study indicated that the patient had pump site pain, small clear yellow drainage, site was mildly edematous with epibolic/rolled edges. Triple antibiotic ointment and a bandage wound was applied.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2024 the patient reported that the pump pocket wound was healing and had improved since their last visit. However, on (B)(6) 2024 the patient reported that the pump pocket wound was red and swollen.